Manufacturer narrative:
Concomitant medical products: 7001 lead, implanted: (B)(6) 2007; cd3357-40c crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s left ventricular (lv) lead was explanted due to infection. A replacement system was implanted six days later on the right side. No further patient complications have been reported as a result of this event.